Manufacturer narrative:
Device evaluated by manufacturer: visual inspection noted that the suture and stopcock key were attached to catheter. The device was returned with the catheter loaded on the cannula. The stent presents a little residue of white adherence noted during the initial condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during unpacking of the apdl/8 flexima regular drainage catheter part of device was stuck to packaging. The pigtail of the catheter was stuck to the cardboard platform. Attempted three to four times to lightly remove but unsuccessful. Procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned product analysis revealed white residue.